Event description:
The home patient (hp) reported feeling full, as if pt were overfilled, while using the homechoice cycler for automated peritoneal dialysis therapy. The hp normally performs a day exchange using the homechoice cycler, however, on 08/09/00 hp performed the day exchange manually at dialysis facility instead. Hp during the manual exchange drained approximately 2000mls of fluid and then filled with 2000mls of fluid. At the start of automated peritoneal dialysis therapy with the homechoice cycler on the night of 08/09/00, hp called baxter operational support (bos) for assistance bypassing the day exchange and advancing into night exchanges. When hp spoke with the bos representative, hp was bypassed through the initial drain, day fill 1, day dwell 1 and into day drain 1. During day drain 1, hp had drained out an unspecified amount of fluid when the homechoice cycler advanced from the day drain 1 into the night fill 1. The cycler filled hp's with the programmed night fill volume of 2000mls when hp felt full and initiated a manual drain on the homechoice cycler, removing 4292mls of fluid. Once hp completed the manual drain hp continued automated peritoneal dialysis therapy to completion with no further difficulties. According to the hp, there was no pt injury or medical intervention.